Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed), the proximal conductor melted, outer insulation melted, and apparent explant damage.

Event description:
It was reported that patient presented to the emergency room with worsening dyspnea. A dislodged left ventricular lead was noted. The lead was removed and a new lead was attempted but could not be implanted due to patient anatomy. A second lead was used and implanted. No further patient complications were reported as a result of this event.